Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2023. On (B)(6) 2023, the patient experienced sleepiness and dizziness, the cgm was reading 2.2 mmol/l, and the blood glucose reading was 23.0 mmol/l. The patient was brought to the hospital where he received treatment, but the reporter did not remember the names of the treatments received. After a total of 2 days in the hospital the patient was discharged and was in a normal condition. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the d zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia. Code 4581, e2402 selected as there is no code available for sleepiness.